Event description:
It was reported that the implant at tooth site #14 was removed due to bone loss. On (B)(6) 2026 - there is bone loss to the 4th thread. On (B)(6) 2026 - #14- the healing abutment was removed. The implant was removed using reverse torque. A full thickness flap was reflected. The site was debrided of all soft tissue down to healthy bone. All four bony walls were noted to be intact. The site was then prepared for implant placement using standard drilling sequences and protocols through manufacturer's instructions. Preparation was stopped short of the sinus floor. No scout film was obtained. No surgical guide was used. A zb t3 pro immediate molar 7 x 10 mm implant was placed. Torque 75 ncm. An encode emergence 577 healing abutment was placed. A prf membrane was placed on the facial of the implant. Soft tissues were reapproximated with 3-0 gut suture.

Manufacturer narrative:
Zimvie complaint number (B)(4).